Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019.

Event description:
The customer reported that the ventilator required a valve replacement. There was no patient involvement.

Manufacturer narrative:
G4: 10feb2020. B4: 11feb2020. A harmony valve assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 28 oct 2019. The manufacturer's bench technician confirmed the reported flow valve issue. The manufacturer's bench technician replaced the flow valve and blower assembly to address the reported problem. The bench technician ran "realtime clark" system calibration and performance verification. All testing passed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.